Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
Air was aspirated into the introducer from the hemostasis valve during the procedure and flushing could not be done. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the device.